Manufacturer narrative:
Concomitant medical products: niaspan 500mg, fosamax 70mg, norvasc 5mg, carvedilol 25mg, klonopin 0.5mg, potassium chloride 99mg, fish oil 1000mg, fibercon 625mg, and aldactone 25mg (started: 2010). The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for angina, peripheral artery disease, hyperlipidemia, hypertension, smoking, osteoporosis and anxiety. The indication for the procedure was stable angina. The target lesion was the proximal right coronary artery (rca). The lesion was described as 90% stenosed, ostial, de novo, 15mm long and slightly calcified. The lesion was direct stented with a 3.5mm x 18mm cypher stent at 15atms and post dilated per standard procedure. The reported residual stenosis was 0% and the patient was discharged the following day. Approximately fifteen months later, chest pain inspired angiography revealed 70% restenosis in the cypher stent. The event was treated with the implant of a xience drug eluting stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. There are patient and lesion characteristics (ostial) that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
Additional information received indicated that the event date of the adverse event of coronary artery restenosis was changed from (B)(6) 2011 to (B)(6) 2011.

Event description:
The information received from the (B)(4) study indicated that approximately a year and 3 months after the index procedure, the patient experienced chest pain and had a revascularization with a xience drug-eluting stent in the target vessel. There was 70% restenosis in the stent located in the proximal right coronary artery (rca). The event was reported to be of moderate severity and resolved without sequelae the next day. The event was reported to be probably related to the cypher stent and unrelated to the index procedure and the study drug. The revascularization was successful. The patient is in stable condition. For the index procedure, the patient was admitted with stable angina and a 90% stenosis in the proximal rca. The type c, de novo lesion was 15mm long, ostial, with mild calcification, and no vessel tortuosity. The lesion was not pre-dilated. A 3.5 x 18mm cypher stent was deployed at 15atm successfully. The stent was post-dilated per standard procedure with a 3.5 x 18mm balloon at 20 atm. There were no angiographic complications or product malfunction. The residual stenosis was 0%. The patient was discharged the following day with no angina. The 30 days, 6 and 12 months follow up were performed and the patient had no angina.